Manufacturer narrative:
Date of event : 28may2019, date rec¿d by MFR :20may2019. The data acquisition (daq) printed circuit board assembly (pcba) was returned for evaluation. Visual inspection found no anomalies on the returned part. The returned daq was installed into known good test unit. The unit was booted in normal operation mode and checked for alarms and errors. The test ventilator booted up and delivered breaths. No errors were generated while cycling the power on and off. The gas delivery system (gds) did not fail any single test value from the pressure accuracy test. The barometric pressure, and machine/proximal pressures were all within specification. The reported issue was not duplicated. The solenoids were then tested. No abnormalities were found. The unit was run for 30 minutes with no alarms noted. There was no fault found. Failure investigation could not replicate the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. (B)(4). (B)(6). The philips service engineer (se) inspected the device and could not duplicate the reported issue. The se reviewed the diagnostic logs and found a machine pressure sensor autozero failed diagnostic code. The se replaced the data acquisition (da) printed circuit board assembly (pcba) preventively. The device successfully passed functional testing.

Event description:
It was reported that a v60 ventilator generated a machine pressure sensor autozero failed diagnostic code. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.